Event description:
Chest pains sent me to emergency hospital. All test negative except lactic acid was high. Through further blood tests found kidney cancer (clear cell carcinoma). Had kidney removed (B)(6) 2021. I had CT scans, pet scans, blood tests and multiple doctor appointment (pcp - oncology - cardiology - etc. Surgery. FDA safety reported ID# (B)(4).